Event description:
During the index procedure, the stent was inadvertently placed proximal to the intended location in the right carotid artery. Therefore, another stent needed to be placed at the lesion. Also, on the same day, the pt suffered a neurological event of tia which lasted more than 24 hours. Recovery was partial, with major residual effects. The event was evaluated and determined to be unrelated to the cordis product and unrelated to the index procedure. Add'l info indicated that two days after the procedure, the pt suffered a (mi) myocardial infarction event that was noted to be unrelated to the device or procedure. Please note that the report indicated that a second precise stent was implanted due to inaccurate placement; therefore, the two adverse events of tia and mi will be captured, and the mi will be reported for the second stent. Please note that the event was inadvertently not submitted under its individual medwatch form, but was noted in the initial report.

Manufacturer narrative:
A female pt was consented to the study ww for carotid stenting. The pt has a medical history of hyperlipidemia, diabetes mellitus, and hypertension. The pt also had high-risk criteria borderline age, obesity, hypertension, diabetes mellitus, transient ischaemic attack and stroke-borderline stenosis. Prior to the stenting procedure, the pt underwent duplex ultrasound that showed no re-stenosis of the proximal and distal right and left coronary arteries. The baseline nih stroke scale was 4. Twenty-four hours post procedure, the scale was 7, and upon discharged was 7. The pt was symptomatic. The target lesion location was proximal of the ostium of the right internal carotid artery (r6). The vessel was severely tortuous, eccentric, but had no bends that were within 5mm of the lesion. The target lesion diameter stenosis was 87%, the target lesion length was 14.0mm, and reference diameter 3.4mm. Total length of stented segment was 50.0mm. Thrombus was not present within lesion. The arch was type-I. The angioguard rx was at the site and pre-dilatation was performed with 4mm balloon. No dissection was noted after post dilation. After post-dilation, the precise rx stent was inadvertently placed proximal to the intended location in the right carotid artery. Therefore, another precise rx stent was placed at the lesion. After the procedure, no occlusion or air bubbles were documented. No occlusion in contralateral side was noted. The pt had no neurological deficit upon removal from treatment room, and did not require emergent carotid surgery. An electrocardiogram was performed prior to discharge. The ck was 43 (upper limit of 200), and the ck-mb was 2.6 (upper control of 5.0mg/ml). The first value for the ck was 31 (upper limit of 200), and the ck-mb was 1.6 (upper control of 5.0mg/ml). The study coordinator indicated that >24 hours after the procedure, the pt showed symptoms of a (tia) transient ischemic attack, and neurology consult was conducted. The pt was evaluated and the diagnosis was confirmed, but was deemed unrelated to the procedure and device. The relationship was deemed unrelated, because the pt was admitted with similar symptoms and the physicians believed that the episode was more in line with pre-existing condition. The pt was on heparin and dopamine at the time of the event. Additionally, orders indicated that the pt was on aspirin and plavix. The pt was discharged on plavix. Two days after the procedure, the pt was diagnosed with a myocardial infarct. The pt did not have recurrent ischemic pain. The event was deemed unrelated to the device and procedure. Add'l medication given during the index procedure consisted of heparin, atropin, dobutamine, and dopamine. The sapphireww 30 day follow-up report indicated that the pt continues to be on aspirin and clopidogrel. This is the first of two products used during the same procedure on the same pt, which is associated with mfg report # 9616099-2008-01426.